Manufacturer narrative:
Updated data: b2, b3, h6 - annex e, annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately three months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department (ed) with shortness of breath (sob), scrotal swelling, bilateral upper and lower extremities edema that all started two weeks prior to presenting to the ed. The patient noted that sob was present since the implant of the valve. Acute-on-chronic congestive heart failure (chf) and bilateral pleural effusions were diagnosed, and thoracentesis was considered. The patient was admitted to the hospital, and b-type natriuretic peptide (bnp) was measured at 491 picograms per milliliter (pg/ml). Two days later bnp was measured at 854 pg/ml. The patient was treated with intravenous therapy (IV) furosemide. Six days later, the patient was discharged from the hospital with oral furosemide and increased carvedilol. The acute on chronic chf event was noted as resolved. Per the physician, the acute-on-chronic chf event was not related to the valve implant procedure but was possibly related to the valve.

Event description:
Additional information received indicated that the hospitalization was prolonged as result of the bilateral pleural effusions. Hospital discharge occurred the day following the thoracentesis.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the delivery catheter system (dcs) was accessed via the right femoral access site.

Event description:
It was reported that the day following the implant of a transcatheter bioprosthetic aortic valve the left lower leg started to swell more than usual. Unspecified diagnostic testing was performed. A vasodilator was started. Two other medications were discontinued. Six days following the valve implant procedure, post-operative hypertension developed. A blood pressure of 135/54 was reported. An existing calcium channel blocker was increased and an angiotensin-converting enzyme (ace) inhibitor was restarted. The edema was still present at the 30-day follow-up. The physician reported the lower leg edema and hypertension were not related to the medtronic products nor to the implant procedure. The hypertension cause was not reported. The physician indicated the lower leg edema was due to the post-operative increase of a calcium channel blocker. The edema and hypertension were resolving.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012678285); product type: 0195-heart valves-delivery catheter system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the ed visit and hospitalization for acute-on-chronic congestive heart failure approximately three months after the valve implant, the patient was also given iron and electrolyte supplementation.

Manufacturer narrative:
Updated data: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 corrected data: h6 - removed annex e - hypertension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician updated their assessment of the bilateral pleural effusions as not related to the valve.

Manufacturer narrative:
Updated data: a5a, a5b, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the post-operative hypertension resolved with sequelae approximately 1 month following onset. The blood pressure measured 124/54 millimeters of mercury (mm hg) on the date of resolution. At the time of the hospitalization approximately 3 months following the valve implant, the heart failure was classified as acute on chronic diastolic heart failure. A thoracentesis was performed and 1450 milliliters (ml) was drained from the right hemithorax and 1300 ml drained from the left hemithorax. The patient was hemodynamically stable at discharge. The effusions resolved 5 days following onset. The heart failure resolved 6 days following the hospital admission. This was the same date as hospital discharge.